Manufacturer narrative:
(B)(4)

Event description:
A resolute onyx drug-eluting stent was being used to treat a lesion in the distal lad. The device was unable to cross the lesion due to severe calcification and excessive tortuosity. Device was inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered <(>&<)> force was used. The device was caught on a previously deployed stent in the lad and the onyx stent dislodged. A snare was used in at attempt to retrieve the stent but this was unsuccessful and device unravelled on the wire. The lad was stented. The dislodged stent remains in the patient hanging out of the aorta. Patient is reported to be ok post procedure. Please note that this device (resolute onyx rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (force was use); inherent risk of procedure (stent embolism); patient¿s condition affected effectiveness of device (severe calcification and excessive tortuosity). Related to another drug/device (device was caught on a previously deployed stent). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: failure to follow instructions (force was used). Inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (severe calcification and excessive tortuosity). Unable to confirm complaint (device or procedural images not provided for review). Related to operational context (device was caught on a previously deployed stent). Device not returned - no evaluation will be performed.